Manufacturer narrative:
Gtin: (B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was red dirt on suction button and a oily stain that wrapped the tube.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: red dirt on suction button the probable root cause could be manufacturing. (B)(4).

Event description:
It was reported there was red dirt on suction button and a oily stain that wrapped the tube.